Event description:
Event description boston scientific received information that this transvenous defibrillation lead exhibited a decrease in r-wave measurements, down from 5.5 mv at implant to 3 mv currently. The impedance and threshold measurements were stable. A boston scientific technical services consultant discussed reviewing the daily measurements for r-wave values and if they have been consistently low, the physician may want to reposition the lead. If values had been varying between 3-5 mv, the lead could be monitored for now.